Event description:
Brush head is not locking-inches up while brushing [device breakage]. No adverse event. Case description: a consumer reported that while using an oral-b prowhite professional healthy clean toothbrush, the oral-b prowhite brush head was not locking-inched up while brushing. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore, unable to proceed with product investigation at this time. Full eval will occur upon receipt of the returned product.